Manufacturer narrative:
Qn#: (B)(4). (B)(6). Additional information received: surgical intervention required to remove broken piece of the arterial catheter. Removal was successful. Customer indicates that they cannot provide the condition of the patient.

Event description:
During placement of arterial line the following occurred: as the respiratory therapist advanced the 22g quick-cath needle into artery and obtained blood flow into catheter the guide-wire was threaded and then the sheath advanced. When attempting to remove guide-wire with resistance felt, upon removal of sheath, needle and guidewire came out of patient with portion of sheath missing.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During placement of arterial line the following occurred: as the respiratory therapist advanced the 22g quick-cath needle into artery and obtained blood flow into catheter the guide-wire was threaded and then the sheath advanced. When attempting to remove guide-wire with resistance felt, upon removal of sheath, needle and guidewire came out of patient with portion of sheath missing.